Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. It was reported that during the transfer the resident slipped out of sling. No injury was reported. The facility suggested that the incorrect sling size was chosen. No injury was reported. After the event, the sling and lift were inspected by an arjo technician. The functional check showed no malfunction the customer believes that the sling was not connected correctly due to staff error. During the interview the customer also indicated that the sling was the wrong size for the resident in an excessive writhing position. The instruction for use (IFU) for passive clip slings (04. Sl. 00) includes section 'applying the sling,' which provides step-by-step instructions and graphical illustrations on how to apply sling on patient¿s body. Additionally, section "selecting sling size", describes how to select proper sling size to fit the patient's physique. The IFU indicates to measure the patient and then follow the chart to pick the correct size. No malfunction of the device or sling that could have caused the reported patient fall was identified. Based on provided information the most likely root cause of the reported patient fall is use error. To sum up, the arjo sling was used during the resident transfer. The lift and sling system is designed to provide patient transfers. Since the resident slipped out of the device it is considered that the lift did not meet its performance specification. The complaint was decided to be reportable due to resident's slipping out of the sling.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The lift and a sling have been inspected and no failure was identified. The investigation has not been completed yet, the available information are analyzed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during the transfer the resident slipped out of sling. No injury was reported. The facility suggested that the incorrect sling size was chosen. The device and sling evaluation did not show any malfunction.